Event description:
Pulmonetic systems, inc. Received a call from a representative in 12/02. The representative reported the following problem: on two back to back occassions, when the vent was taken off ac power, the unit shut down, without switching to internal battery. Reporter unable to reproduce problem since, but stated he noticed a "drop in power" now when switching from ac to internal battery. No patient harm reported.